Event description:
Per the customer, the physician used low settings during treatments, but three pts were still burned following lightsheer hair removal treatment. Customer was advised to discontinue use of the device pending evaluation by lumenis service. On 12/19/2006, the customer reported that, the burns were at most first degree and had resolved, and that one of the three pts had been given bleaching cream (hydroquinone).

Manufacturer narrative:
As of 01/05/2007, device evaluation by the lumenis service depot is in process. A follow-up medwatch report will be filed with device evaluation results and root cause analysis.